Event description:
On (B)(6) 2013, the patient was implanted with a gore propaten vascular grafts in the right leg. The bypass procedure was from the femoral artery to the anterior tibial artery. It was reported to gore that on (B)(6) 2013, the patient presented with a seroma formation on the right leg at the distal portion of the bypass. The seroma was unsuccessfully treated by needle aspiration. On (B)(6) 2013, the graft was explanted and replaced with a thin-walled fep ringed gore-tex vascular graft with removable rings coated with an 8mm dacron graft.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusion - an explant evaluation is currently in process.